Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of moisture damage to their insulin pump. The customer states they went into the pool with their insulin pump on. The customer states the device is beeping with a battery alarm, and it will not let them do anything. The customer's blood glucose level at the time of incident was unknown. The customer states there is fluid under the lcd display. The customer was advised that the device would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specifications. No battery out limit alarms were noted. The pump was received with corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies. The pump was received with minor scratches on the lcd window and a cracked reservoir tube.